Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Although there is no patient specific litigation, general litigation alleges metal on metal, so we are reporting the liner and the head. Update 5/20/15: pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. Update ad 27 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges elevated metal ions.